Event description:
It was reported that "the screws were implanted in 2005, in l4-s1. At one year, an xray was taken of the patient and it was observed that two of the sacral screws broke". The patient was complaining of pain and a revision surgery was performed approximately 13 months later.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Therefore, product analysis is not possible at this time. Unable to determine the cause of the event.